Manufacturer narrative:
Device evaluated by MFR. : the promus element plus, mr, ous 3.50 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged with stent struts from the proximal region of the stent lifted. The undamaged section crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found kinks on several locations of the hypotube shaft. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 3.50x38mm promus element plus drug-eluting stent was selected for use. However, during unpacking, it was noticed that the proximal stent strut was deformed. The procedure was completed with a different device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that stent damage occurred. A 3.50x38mm promus element plus drug-eluting stent was selected for use. However, during unpacking, it was noticed that the proximal stent strut was deformed. The procedure was completed with a different device. There were no patient complications reported and the patient was stable.